Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented due to complaints of syncope. A remote interrogation was performed and boston scientific technical services (ts) was consulted. Upon review ts found that there were no stored episodes, and all measurements were within range. Ts did note that the sensitivity of the device was set to 1.5 millivolts so if there was activity below this value the device would not detect it and would not store an event. Approximately an hour later the hospital contacted ts again and stated the pacemaker and another manufacturer's right ventricular (rv) exhibited intermittent loss of capture (loc) was seen on the monitor. Ts explained that thresholds are not able to evaluated by the remote monitoring equipment. The nurse increased the threshold measurement to resolve the intermittent loss of capture issue. At this time the pacemaker and rv lead remain in service and no additional adverse patient effects were reported.